Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No moisture damage found on lcd, the electronics, motor, battery tube and vibrator noted. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump being left on vanity during shower. Customer reported that as a result, display screen was foggy and the act and esc buttons were not responding. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.